Manufacturer narrative:
Date of event: unknown - reported as occurring between (B)(6) 2022. Implant date: unknown - reported as occurring between (B)(6) 2022.

Event description:
It was reported the stent was difficult to deploy and elongated. A 6x120, 130 cm eluvia stent was being used in an interventional procedure in the superficial femoral artery (sfa) using an antegrade approach. The physician attempted to deploy the stent in the intended location but required "a lot of power". The stent partially deployed and was later able to be deployed from the delivery system. The stent was noted to be elongated and the delivery system was stuck on the guidewire. The stent covered the full target area and did not require any additional intervention. The procedure was completed with no patient complications and the patient was noted to be well.

Event description:
It was reported the stent was difficult to deploy and elongated. A 6x120, 130 cm eluvia stent was being used in an interventional procedure in the superficial femoral artery (sfa) using an antegrade approach. The physician attempted to deploy the stent in the intended location but required "a lot of power". The stent partially deployed and was later able to be deployed from the delivery system. The stent was noted to be elongated and the delivery system was stuck on the guidewire. The stent covered the full target area and did not require any additional intervention. The procedure was completed with no patient complications and the patient was noted to be well.

Manufacturer narrative:
B3: date of event: unknown - reported as occurring between 21feb2022 - 24feb2022. D6: implant date: unknown - reported as occurring between (B)(6) 2022 - (B)(6) 2022. Device analysis: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed the eluvia had a kink to the outer sheath at the nosecone and the guidewire was still inserted, unable to be removed. The handle was disassembled, and the proximal inner was prolapsed. The stent was deployed/implanted, therefore; not returned. Inspection of the remainder of the device presented no other damage or irregularities.